Event description:
It was reported that one day post implant the right ventricular (rv) lead's sensing of low/small r-waves. It was noted that it might be a micro-dislodgement. There was surgical intervention and the lead remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).